Event description:
It was reported that two peritoneal dialysis (pd) transfer sets separated between the female connector (dark blue) and twist clamp. This issue occurred during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual samples were returned for evaluation. A visual inspection with the naked eye was performed and the female connector (dark blue) was observed separated from the main body (light blue). Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent application to the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.